Manufacturer narrative:
A getinge field service engineer (fse) ran numerous times with the same resolve of failing vacuum. Replaced drive manifold and functional tested multiple without any further failures or issues. All work was performed on the maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The defective components were received for further investigation. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: drive manifold this part was received with a reported unit failure message of drive manifold leak tests failing. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department could not verify the failure message of drive manifold leak test failing. Drive manifold assy. Passed testing within the factory specifications. Retaining drive manifold assy, in the fat dept. Per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during the semi-annual preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) drive manifold test is failing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.